Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that after hanging calcium gluconate as a secondary intravenous piggyback on large volume pump channel, it was noted that the scrolling text did not state "calcium gluconate" even though when pressing the channel, it says "calcium gluconate" was running on the pcu. Scrolling text on the pcu stated, "qeamldapy aalaium eluamlate 0000 me". The rate was correct on the volume channel and the pcu showed correct drug and concentration. IV pump technician was notified, large volume pump module was replaced with a new device. The affected pump module was sequestered and labeled. It was noted that the patients' status was not affected by the device issue. There was patient involvement but no harm.

Event description:
It was reported that after hanging calcium gluconate as a secondary intravenous piggyback on large volume pump channel, it was noted that the scrolling text did not state "calcium gluconate" even though when pressing the channel, it says "calcium gluconate" was running on the pcu. Scrolling text on the pcu stated, "qeamldapy aalaium eluamlate 0000 me". The rate was correct on the volume channel and the pcu showed correct drug and concentration. IV pump technician was notified, large volume pump module was replaced with a new device. The affected pump module was sequestered and labeled. It was noted that the patients' status was not affected by the device issue. There was patient involvement but no harm.

Manufacturer narrative:
Correction: device available for eval, device return to manuf, device eval by manufacturer. Additional information: imdrf annex a,g,b,c,d grids, chr, DHR statements and returned to manufacturer on. Omit: b17 - device not returned, c20 no findings available, d15 cause not established the actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction: correction to remove the following codes in section h6 reported in error in the semdr. Annex g: g02005, g02001. Additional information: annex a: a0721. Annex g: g05005, g02017.

Event description:
It was reported that after hanging calcium gluconate as a secondary intravenous piggyback on large volume pump channel, it was noted that the scrolling text did not state "calcium gluconate" even though when pressing the channel, it says "calcium gluconate" was running on the pcu. Scrolling text on the pcu stated, "qeamldapy aalaium eluamlate 0000 me". The rate was correct on the volume channel and the pcu showed correct drug and concentration. IV pump technician was notified, large volume pump module was replaced with a new device. The affected pump module was sequestered and labeled. It was noted that the patients' status was not affected by the device issue. There was patient involvement but no harm.